Event description:
Report 2 of 2 for the same event: it was reported that during an unspecified spine surgical procedure, it was discovered that the attachment device and the motor device overheated. The reporter clarified that both devices were used together. There was approximately a five minute delay in the surgical procedure. It was unknown if spare devices were available for use. The surgery was completed successfully. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.